Event description:
A ventilator was returned to the MFR for service. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at the MFR's service center, the device failed steps during testing. The device was recalibrated to address the issues.